Event description:
It was reported to philips the device AED failed during resuscitation. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because live-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This complaint was originally considered to be a serious injury, however, additional information received via email stated the patient died. A philips bench repair technician evaluated the device and was unable to duplicate the issue. Full verification testing was done and there was no defects or faulty parts found in the unit. No ECG monitoring strips or patient event files were provided to philips for review. No parts were replaced. The device passed all performance assurance tests and was returned to the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Event description:
It was reported to philips the device AED failed during cardiac arrest resuscitation. The patient died.